Manufacturer narrative:
Correction to g3: the initial report was submitted with an g3 of 19jul2023; the correct g3 date is 20jul2023.. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The patient ultimately underwent a routine transplant on (B)(6) 2023. It was reported that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists pericardial fluid collection and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" also provides an explanation of pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 3003306248-2023-05046. It was reported that the patient had tamponade following heartmate 3 implant on (B)(6)2023 as a result they were unable to support adequate filling which led to low flow alarms and a high pulsatility index (pi). A fluid bolus was given and the flow and pi were temporarily normalised. Prior to the implantation on (B)(6) 2023, a transesophageal echocardiogram revealed severe biventricular dysfunction. The right ventricle was normal in size with overall poor systolic motion. The right ventricular fractional area change was 18.4 %. There was also moderate tricuspid valve insufficiency. Based on doppler velocities, there was no pulmonary stenosis. Post-implant, the patient experienced hemorrhage, right heart failure, and profound hypotension which required more fluid, and an increase in an epinephrine drip to stabilize blood pressure. A centrimag was implanted for right heart support on (B)(6) 2023. Excessive bleeding from the chest tubes was noted postoperatively. After 24 hours of stable biventricular support, low-flow alarms resolved. The chest tubes were removed on (B)(6) 2023. The patient received red blood cells, fresh frozen plasma, cryoreprecipitate, and platelet transfusions until the (B)(6) 2023. The patient also had their bivalirudin held through to (B)(6) 2023. The bleeding was reported to be fully resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.